Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1 h3, h6) software data was received and analysis confirmed the reported event. The planned screw was 6.5 x 55 mm, but when navigating, it showed 6.5 x 40 mm. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that  during a case, the site planned a screw at l1 right using a 6.5x55mm screw. When the screw was going to be placed at l1 right, the display showed a 6.5x40 mm screw projection instead of the planned 6.5x55mm. The site went back to planning and confirmed 6.5x55mm was planned. They tried to adjust the size of the implant in planning and put it back to the correct size screw, but during the operation the system continued to display a 6.5x40 mm. There was no patient harm and the procedure was not delayed.